Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t11. Approximately 2 weeks post-op, a fracture around cement was noted and the patient was treated with bed rest. According to the report, the physician considered the event "severe, but not related to bkp products as it was due to patient factor (underwent rehab too hard 2 weeks postop)". According to the report, the patient mistakenly perceived that the vertebra had already recovered soon after the surgery and underwent rehab much too vigorously. Details of rehab were not provided. The physician also stated that compressed bone may have been over-corrected by bkp and led to the incident. No other patient complications were reported.

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: kpt1502 / lot: 0005051792. Part: c01a / lot: el32410. Although it is unknown if of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that an unknown drug was prescribed for treatment of the fracture around cement. The surgeon reported that the vertebral body may have been over-corrected with the balloon during the bkp. Reportedly, the patient was unable to move due to pain so hospitalization and bed rest was required. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.